Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device performed an automatic capacitor reform and the charge time was 17.2 seconds. The caller questioned if this charge time should have tripped elective replacement indicator (eri). A boston scientific technical services (ts) consultant explained that this charge time is within the extended eri charge time limit during mid-life. The device was later explanted and returned for analysis. No adverse patient effects were reported. Initial analysis completed in our post market quality assurance laboratory found the device could not establish telemetry.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Manufacturer narrative:
Detailed analysis was completed. Visual inspection noted the device case was swollen. X-ray inspection was completed and did not reveal any anomalies. The device case was opened and the depleted power supply replaced. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The device had been implanted for 9.5 years and was returned four months post explant. Laboratory analysis concluded that this device experienced normal battery depletion and operated appropriately once power was restored.